Event description:
It was reported that the vertical lift did not lower on the flexview 8800 system during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.